Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/26/2015 with the following findings: investigation revealed that the battery compartment was cracked. The battery cap was damaged with stripped threads and was not able to tighten securely to the pump. The pump was powered on and the display was found to be discolored. Unrelated to these issues, evaluation revealed that the keypad cover was peeling at the ok button. All of the keypad buttons responded appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and the battery cap had stripped threads. The battery cap was not able to tighten securely t the pump. Evaluation also revealed a discolored display. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 08/26/2015.